Manufacturer narrative:
This report is for an unknown spine plates / unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lai, z.j., xie, h.j., xie, x.z. And xiao, j.r. (2002), analysis of amelioration of neurological function on cervical degeneration disease after treatment with cervical spine locking plate, chinese journal of clinical rehabilitation, vol. 6 (16), pages 2498 (china). The aim of this study is to discuss the clinical effect of treatment with anterior decompression, bone graft and cervical locking plate fixation for cervical degeneration disease. Between june 2000 to february 2001, a total of 23 patients (10 male and 13 female) with an age range of 36 to 64, were included in the study. Surgery was performed using cervical spine locking plate. The mean follow-up time was 11.3 months. The following complications were reported as follows: 1 patient had hematoma of the wound and was cured by drainage. 1 case had transient hoarseness and disappeared 4 months after operation. 1 case of inefficient (amelioration rate < 25%). This report is for an unknown synthes plates. This is report 1 of 2 for complaint (B)(4). It captures the adverse events of hematoma requiring intervention, voice hoarseness, patient dissatisfaction with procedure outcome and surgical intervention.